Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected an high shock impedance on this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that a revision took place. The physician discovered that the distal set screw was loose. The device was taken out of the pocket and upon a tug test the distal portion of the lead easily came out of header. The physician put lead back into the header and secured it with the setscrews. The lead was tested with 42 ohms measured.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.